Event description:
It was reported that during an unknown procedure, at the time of the use of forceps, the hooks come twisted, stapled but twisted. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled with the jaws closed and a clip within them; the cycle was completed and one scissored clip was formed. The next clip was removed in order to inspect the condition of the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed seven scissored clips due to the condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.